Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer from a wheelchair to a bed the sling clip detached. As a consequence the patient fell out of the bed and sustained leg fracture and rib injury.

Manufacturer narrative:
Arjo was informed about two events involving clip detachment with the same patient and the device. The events were registered under 9681684-2023-00050 ((B)(4)) and 9681684-2023-00053 ((B)(4)). This report concerns the first complaint received (registered under 9681684-2023-00050), the event involved an arjo ceiling lift maxi sky 600 and arjo sling clip (model: maa2040m-l. And serial number (B)(6)). Following the information provided the patient was transferred from a wheelchair to a bed (in a sitting position). When the patient was raised from the wheelchair, the caregiver stood in front of the patient and pulled her forward from the wheelchair by pulling the spreader bar. As a result, the right leg sling clip detached from a spreader bar. The patient fell out from the device and sustained bruises on the ribs and shoulder and leg fractures. The device and the sling were inspected by arjo and no device malfunction was found. Once the clips are installed and the lifting has begun, the tension present during the transfer maintains a downward force on the clips ensuring they remain in the desired location on the lugs. Therefore, it is unlikely that the clip go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the spreader bar pin¿s mushroom shaped end of the lug. It cannot go downward it rests on the attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. The instruction for use for maxi sky 600 contains explanation how the sling should be applied. Also contains warning: "it is vital to always check that the sling attachment clips are correctly attached and remain in tension as the weight of the patient is gradually taken up." Based on the provided information we are unable to determine the cause of the reported clip detachment issue. To sum up, the arjo ceiling lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.